Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The nurse started the IV. As she was threading the IV the needle broke through the canula. No injury to pt. The IV was removed and patient and a apology extended. New IV was started on rt hand with no issues. Incident date: (B)(6) 2025. Patient injury: no.

Manufacturer narrative:
The complaint that the needle had gone through the IV catheter tubing was confirmed and the cause appeared to be associated with use. One 24g nexiva device from lot 5065269 was provided for investigation. The needle was protruding through the side of the catheter tubing. The section of tubing between the puncture site and the catheter tip contained what appeared to be blood residue, which indicates that the needle and IV catheter tubing likely accessed the vessel together before the needle damaged the tubing. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process were identified on the returned sample. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.